Event description:
It was reported that during the procedure, the balloon catheter (subject device) did not deflate. Because of this malfunction, small parts of the thrombus got dislocated into peripheral vascular sections. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The returned product was confirmed to be the product reported in the complaint. During visual inspection, it was noted that the catheter shaft was severely kinked throughout the entire device. During the visual inspection, the device¿s hub appeared normal. During functional inspection, the device was attempted to be inflated but this could not be completed due to the severity of the kinks. The kinks were flattened out & another attempt was made to inflate the balloon. The inflation occurred but a leak was noted on the balloon. Under magnification the balloon was examined, and it was observed that the balloon was slightly ripped from its proximal side. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information indicates the anatomy was moderately tortuous. The device was returned for analysis and the balloon catheter was found kinked/bent and the balloon leaked. In the case of this complaint it is most likely that the device was damaged during the procedure due to some procedural/anatomical factors. This complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to as reported events. The reported patient thromboembolic event is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The device was not returned therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates the anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported defect. The reported patient thromboembolic event is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this as reported defect.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) did not deflate. Because of this malfunction, small parts of the thrombus got dislocated into peripheral vascular sections. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) did not deflate. Because of this malfunction, small parts of the thrombus got dislocated into peripheral vascular sections. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.